Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Note: the following information was previously reported in manufacturer¿s report # 2182207-2020-00252, but was later determined to be the patient, device, and event in this manufacturer¿s report........[information was received from a consumer regarding an unknown patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for an unspecified indication for use. It was reported that the healthcare provider (hcp) told them at their pump refill appointment that they had other patients who had some reaction where the medicine leaked into their system and one patient overdosed. Refer also to MFR report # 3004209178-2017-06457 regarding alternate event / other patient. Regarding addition details on those patients, it was indicated as having been unknown and that they only knew one guy had overdosed and it almost killed him. No further patient complications have been reported as a result of this event.] And [additional information was received from a consumer. It was reported the consumer was aware of three patients that "went down in 3 days during a refill." Additional information was requested to clarify this report, however, the consumer stated they only knew one of the three patients was with their healthcare provider (hcp) and the other patient was with a physician's assistantat at a different facility. The consumer stated that they had to call emergency services for this other patient and give the patient narcan. The consumer stated that this other patient became unresponsive and had to be ventilated, resuscitated, and put in the ICU (intensive care unit) because 9 milliliters (ml) got into the patient's system.] Additional information was received on 14-jun-2020 from a healthcare professional (hcp) who reported that as the patient was getting into her car to leave the facility she became unresponsive and required resuscitation. It was noted that the patient was in very poor health and was on continuous nasal cannula oxygen. The patient was admitted to the hospital, put on a narcan drip, and made a full recovery. The hcp noted, ¿during her pump refill, I aspirated after each 5 cc injection and was able to remove the entire contents from the reservoir each time. There was no evidence that I was injecting into the pocket. I have no explanation as to how she could have been overdosed. My physician¿s assistance, who was also present during her refill, and I discussed the situation at length and the only conclusion we can come up with is that the refill port was somehow leaking back into the pocket.¿ with regards to whether or not the issue was resolved, the hcp replied ¿no, not to my knowledge¿ and included that the cause of the event had not been determined. No further complications have been reported as a result of this event.

Manufacturer narrative:
H6 correction: the conclusion code 22 was applied previously in error and has been replaced with 67. B7 correction: the initial report did not indicate in error that the patient¿s medical history included chronic pain. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. Related to the pocket fill, the patient collapsed in the parking lot, had became unresponsive, was apneic, and possibly with no pulse. The cause of the pocket fill was not clear but at some point 9 to 11 ml of medicine was not injected into the pump. Actions taken to resolve the event included CPR having been performed and narcan having been administered. The patient was resuscitated and was taken to the hospital where she stayed several days on a narcan drip. The patient was discharged home with no further issues. The pocket fill was resolved. The pump was noted as having contained the following medications: dilaudid with concentration 1.5 mg/ml, fentanyl with concentration 3000 mcg/ml, and bupivacaine with concentration 15 mg/ml. The daily doses were 0.36 mg/day dilaudid, 720 mcg/day fentanyl, and 3.6 mg/day bupivacaine. The indication for use regarding the pump was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was not reported. It was reported that the patient collapsed in the parking lot following a pump refill on (B)(6) 2020. Patient has a history of cardiovascular disease, several prior myocardial infarctions, and lung issues. It was unknown if troubleshooting was performed. Patient was resuscitated successfully, stabilized, and transported to the hospital. The issue was resolved at the time of the report. No surgical intervention was performed or planned. No further complications were reported or anticipated. Additional information was received from the rep. It was reported that the issue was a pocket fill. The patient was found to have only 9ml in the reservoir on friday. The reported information was noted to have been confirmed by the physician.